Event description:
It was reported that the surgeon did not hit the holes in the nail and was wondering about any faults with the centering of the insertion handle. This is report 1 of 2 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Insertion handle and aiming arm were returned and analyzed for conformance to print specifications. No abnormal findings were identified. A function test was performed and both devices did target as required. The reported malfunction could not be reproduced. Based on these findings, it was conclude that the cause of failure is not due to any manufacturing non-conformances. A possible cause for such an occurrence is too high of tissue pressure on the devices. No product fault could be detected. This complaint is invalid from a manufacturing standpoint.